Event description:
The customer reported that the sys was unable to perform x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The screw under the x-ray switch was removed during the svc call. The system was tested and found to be working as intended and put back into svc.